Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. The customer reported no system errors or anything out of the ordinary occurred during treatment. Infection is a known possible complication after fraxel treatment. According to the treating physician, the patient went to gym post treatment despite post care instructions. Based on all available information, this infection was most likely the result of the patient not following required post care instructions.

Manufacturer narrative:
Corrected a3, b5 and d3.

Event description:
A physician¿s office reported that a patient experienced an infection after undergoing a laser treatment on the neck. Despite post care instructions, the patient went to the gym post treatment. Symptoms were noticed 5 days after the procedure. No system errors occurred during treatment and a burn paper test was not performed prior to using the tip. The doctor is unsure if this is the first time the treatment tip was used. Available images have been requested, however not received. The patient was treated with cephalexin, mupirocin, desonide cream and has healed. There will not be permanent damage or scaring to the area. The patient has also been using dermal repair & cicalfate restorative skin cream prior to and after treatment.

Manufacturer narrative:
A review of the device history records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician¿s office reported that a patient experienced an infection after undergoing a laser treatment on the neck. Despite post care instructions, the patient went to the gym post treatment. Symptoms were noticed 5 days after the procedure. No system errors occurred during treatment and a burn paper test was not performed prior to using the tip. The doctor is unsure if this is the first time the treatment tip was used. Available images have been reviewed. The patient was treated with cephalexin, mupirocin, desonide cream and has now healed. There will not be permanent damage or scaring to the area. The patient has also been using dermal repair & cicalfate restorative skin cream prior to and after treatment.